Event description:
IV catheter separated from hub at beginning of injection with power injector. Less than 15 cc of dye had run in. IV catheter remained in vein and had to be removed with a forceps. IV was a 22g inserted into the left forearm. Dye was omnipaque 300.